Event description:
It was reported that a patient underwent an av node ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue during use on the patient issue occurred. It was reported that after inserting the thermocool® smart touch® sf bi-directional navigation catheter into the body, and attempting to come on ablation, the smartablate generator displayed a "high temperature" error message. The temperature setting was adjusted on the smartablate generator, without resolution. The physician noticed that there was blood leaking back on the irrigation port. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the body and it was noticed that there was an occlusion in the thermocool® smart touch® sf bi-directional navigation catheter and it was not irrigating. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. The procedure continued. After the procedure was completed, the original thermocool® smart touch® sf bi-directional navigation catheter was reconnected. When attempting to flush the original thermocool® smart touch® sf bi-directional navigation catheter with a syringe, the same irrigation occlusion persisted. Additional information was received. The system stopped the ablation as the temperature cut-off value was exceeded. System stopped instantly post starting ablation. System was set for thermocool® smart touch® sf bi-directional navigation catheter in power control mode. Temperature cut off at nominal setting. Irrigation issue was noticed as catheter was pulled out. The ¿high temperature¿ error message was assessed as non MDR reportable. Since the generator stopped delivering radio frequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The blood leaking back on the irrigation port was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue during use on the patient was assessed as MDR reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31076026l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).